Event description:
The information provided to sjm indicated the 6f angio-seal vascular closure device vip was successfully deployed in the right common femoral artery following a pre-deployment angiogram, which revealed arteries of 3.5 to 3.7 mm in diameter. The patient was discharged, but returned with pain in foot and a diminished pulse. A CT revealed a total occlusion of the right common femoral artery at the puncture site. A balloon angioplasty was performed and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.